Event description:
Report received from the USA regarding a motor device in which, during surgery, it was observed that the device would not secure the cutter device. It was unknown to the reporter if there was a delay in surgery, or if the surgery was completed successfully. An identical spare motor device was available for evaluation. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).